Event description:
Device 2 of 3. Reference MFR report #: 1627487-2014-2535 and 1627487-2014-25237. The pt has two leads with the same lot number. A medical review chart received, revealed the pt experienced ineffective stimulation due to a lead fracture in (B)(6) 2012. It was also reported in (B)(6) 2012, the patient began experiencing pain at the ipg site. The pt reported her cardiologist requested the scs system be explanted due to an increased risk of infection. In turn, the pt's system was explanted. A letter included in the medical review chart received in (B)(6) 2014 alleges prior to the system explant the pt also experienced overstimulation, recharge burden, pocket heating with and without charging after unsuccessful reprogramming attempts, however, the medical chart does not confirm the allegations. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Result - pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.